Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced a litter/jack drift. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced a litter/jack drift. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The count of events has been corrected as it was found that 1 of the events was mistakenly reported twice upon the final investigation.

Manufacturer narrative:
2 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device is pending evaluation.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced a litter/jack drift. There was 1 event with patient involvement; no adverse consequences were reported.